Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information has been requested. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the jaws of the device were sharp-edged and cut vessels. No additional information has been provided. The device was discarded.